Manufacturer narrative:
On 5/10/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. .unconfirmed. No return of device for evaluation. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: variance authorization / deviation history: there is no applicable variance authorization / deviation history: engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports this instrument was broken from the boxlock, rusted and twisted from the tip during orthopedic surgery. No broken parts inside the patient. Update 3/15/16 dealer reports x-ray confirms no parts in patient.

Manufacturer narrative:
On 11/08/2016 integra investigation completed. Date of manufacture: 12/2013 and 05/2014. Method: failure analysis, device history evaluation. Results: failure analysis - two forceps returned in used condition, not showing any unusual markings. The returned forceps showing wear, staining/discoloration, cracking and a slightly bent tip. Upon visually inspecting the instruments, it is noticed that the hinge has excessive staining and discoloration. There is also cracking/breakage on one out of the two hinges. One of the tips are slightly bent. The complaint is confirmed. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: variance authorization / deviation history: there is no applicable variance authorization / deviation history: engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.